Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer had a broken arm on one side that was no longer attached and jammed behind the drawer. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer arm was broken. A field service engineer (fse) inspected the latch of the full height drawer and identified that the magnet was missing. Fse replaced the latch and performed final test to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.